Event description:
It was reported that during an endoscopic right hemi-thyroidectomy procedure, after transecting the superior pole and during the dissection of the isthmus, the ees generator prompted "replace instrument". Upon visual check, the teflon pad is burned through and dislodged from the device. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
Received clarification that the tissue pad was not detached.